Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that the customer was not sure why they had hbgs. The customer did not try to change out their set and site prior to the event. It was conveyed to the customer to follow the two hbg rule and that the hbg is most ofter caused by a site or set issue.